Manufacturer narrative:
Additional information: h4, h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it showed that one evacuated container was broken. The reported condition was verified. The cause of the reported condition could not be determined; however, was mostly likely a shipping or distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml evacuated container was broken. This was observed during a product delivery. There was no damage observed to the shipping carton. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.